Event description:
It was reported that the patient received inappropriate therapy. The lead integrity alert was triggered. The lead was noted to have rising high impendence, oversensing, noise, and an apparent fracture. The pace sense portion of the lead was replaced and the defibrillation portion of the lead is still in use. At device change out it was noted there was a tight curve at the connector pin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.